Event description:
Patient was having thoracic vent placed at bedside; on initial attempt, trocar didn't introduce smoothly and vent folded in on itself, causing increased pain and bleeding for patient. Another vent kit was obtained from picu stock, which introduced smoothly, vent went in without incident. Bleeding was stopped, and patient comfortable now with pain medication. Trocar was visually examined and appeared dull. Trocar was thrown away in sharps container, but thoracic vent in question was resuced from the trash and sequestered in manager office. Deviation from gaps: appears that original vent was flawed. Outcome: no lasting harm to patient - vent working appropriately and patient comfortable at this time.